Event description:
A nurse at the customer site reported that a speaker malfunction inop was displayed on the intellivue mx800 patient monitor. It is unknown whether any sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.